Event description:
Customer reported getting erratic readings from their freestyle meter. Comparison tests were performed with the freestyle meter and results were 240 mg/dl, 152 mg/dl and 67 mg/dl. Precision testing was also performed with the freestyle meter at the time of the initial call and the results 337 mg/dl and 258 mg/dl freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.